Event description:
It was reported that the customer's blood glucose level was 426 mg/dl. The customer was not able to rewind her insulin pump. She also received a no delivery alarm and noticed her blood glucose levels started to rise. The infusion set's cannula was bent. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).